Manufacturer narrative:
Product analysis summary: the stent was not present on the balloon and did not return for analysis. Crimp impressions were visible on the exposed balloon surface. The balloon folds were expanded and contrast was visible in the balloon. The inner lumen patency was verified with a 0.015 inch mandrel. No other damage was evident to the remainder of the device. Additional information: it was later indicated that the stent dislodged post removal from the patient. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: procedural images were provided for review. An angiographic image of the rca confirms a severely tortuous and severely calcified lesion in the vessel. The vessel shows diffuse disease with lesions in the proximal to mid and mid to distal parts of the vessel. The vessel is pre-dilated with multiple balloon inflations, a stent is delivered and deployed across the mid to distal lesion. Due to the presence of a sickle of calcium where the distal end of the stent is deployed it was not possible to fully concentrically expand the stent at the tat area of the vessel. Multiple post dilations are performed inside the body of the stent. A second stent is deployed in the proximal to mid lesion and is overlapping with the previously deployed stent. Multiple post dilatations are performed on the newly deployed stents but the presence of the calcification prevents full concentric deployment of the stents. There are no images provided showing the delivery and removal of an un-deployed stent. The rca was successfully treated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use one resolute integrity rx coronary drug eluting stent (des) to treat a severely tortuous, severely calcified lesion exhibiting 95% stenosis located in the mid right coronary artery (rca). The device was inspected with no issues noted. Negative prep was performed with no issues noted. The lesion was pre-dilated. The device did pass through a previously deployed stent. Resistance was encountered when advancing the device. Excessive force was not used during delivery. It was reported that stent deformation occurred in vivo during positioning/advancement. It was stated that the event was due to use of the device in difficult lesion morphology/anatomy, i.e. The event was procedural related and not device related. The procedure was completed using another resolute integrity rx des. The patient was reported to be alive with no injuries.